Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Patient code: (B)(4). Secondary surgical intervention, explant and exchange for shorter lens. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -17.50/+1.00/102 diopter, in the patient's left eye (os) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/100.

Manufacturer narrative:
The reporter indicated the icl lens (crystal) was implanted upside-down upon injection. The icl lens was torn while being removed from the patient's eye on (B)(4) 2017. (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial. Visual inspection found a piece of one haptic deformed and missing. (B)(4).